Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to directly confirm the customer comment that the programmer screen turned black and stopped operating, however, several system errors were noted in the log file. It was also indicated that the system fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen turned black and stopped operating. It was also reported that the system fan was noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.